Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine wall, perforation (uterus)') and pelvic pain ('daily pelvic pain, severe') in a 45-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia secondary to blood loss (chronic), body mass index normal, penicillin allergy, loss of libido, iron deficiency anemia and blood loss anaemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In november 2014, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia due to chronic blood loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/losing hair in clumps"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti, recurrent"). In 2016, the patient experienced rubber sensitivity ("latex allergy"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with iron, nitrofurantoin and surgery (da vinci total laparoscopic hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, iron deficiency anaemia, amenorrhoea, rubber sensitivity, urinary tract infection, migraine, nausea, fatigue and weight increased outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and alopecia was resolving and the dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, amenorrhoea, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, bilateral inserts in standard position with no free spill contrast into the endometrial cavity. Laparoscopy - on (B)(6) 2018: the fallopian tubes were visualized. There was some tortuosity noted at the cornual portion of the uterus but no expulsion and/or abnormalities of the fallopian tubes. Two essure coils present in proximal right fallopian tube and left uterus cornu, benign endocervix with nabothian cyst, unremarkable ectocervix. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, amenorrhea, iron deficiency anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received : reporter information, patient demographic information, other relevant history and lab data updated. Events: "migration of essure device location of device: uterine wall/ perforation (uterus)" were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain, severe') in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia secondary to blood loss (chronic). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia due to chronic blood loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/losing hair in clumps"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti, recurrent"). In 2016, the patient experienced rubber sensitivity ("latex allergy"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with iron, nitrofurantoin and surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and alopecia was resolving, the dysmenorrhoea had resolved and the allergy to metals, amenorrhoea, iron deficiency anaemia, rubber sensitivity, urinary tract infection, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, bilateral inserts in standard position with no free spill contrast into the endometrial cavity. Laparoscopy - on (B)(6) 2018: the fallopian tubes were visualized. There was some tortuosity noted at the cornual portion of the uterus but no expulsion and/or abnormalities of the fallopian tubes. Two essure coils present in proximal right fallopian tube and left uterus cornu, benign endocervix with nabothian cyst, unremarkable ectocervix. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine wall, perforation (uterus)') and pelvic pain ('daily pelvic pain, severe') in a 45-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia secondary to blood loss (chronic), overweight, penicillin allergy, loss of libido, iron deficiency anemia secondary to blood loss (chronic) and anemia from chronic blood loss. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia due to chronic blood loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/losing hair in clumps"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti, recurrent"). In 2016, the patient experienced rubber sensitivity ("latex allergy"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with iron, nitrofurantoin and surgery (da vinci total laparoscopic hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, iron deficiency anaemia, amenorrhoea, rubber sensitivity, urinary tract infection, migraine, nausea, fatigue and weight increased outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and alopecia was resolving and the dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, amenorrhoea, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, bilateral inserts in standard position with no free spill contrast into the endometrial cavity. Laparoscopy - on (B)(6) 2018: the fallopian tubes were visualized. There was some tortuosity noted at the cornual portion of the uterus but no expulsion and/or abnormalities of the fallopian tubes. Two essure coils present in proximal right fallopian tube and left uterus cornu, benign endocervix with nabothian cyst, unremarkable ectocervix. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, amenorrhea, iron deficiency anemia, menorrhagia. Lot number:626903 manufacturing date:2008/03 expiration date:2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain, severe') in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anaemia secondary to blood loss (chronic). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia/ iron deficiency anemia due to chronic blood loss"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/losing hair in clumps"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti, recurrent"). In 2016, the patient experienced rubber sensitivity ("latex allergy"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with iron, nitrofurantoin and surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and alopecia was resolving, the dysmenorrhoea had resolved and the allergy to metals, amenorrhoea, iron deficiency anaemia, rubber sensitivity, urinary tract infection, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, dysmenorrhoea, fatigue, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, rubber sensitivity, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, bilateral inserts in standard position with no free spill contrast into the endometrial cavity. Laparoscopy - on (B)(6) 2018: the fallopian tubes were visualized. There was some tortuosity noted at the cornual portion of the uterus but no expulsion and/or abnormalities of the fallopian tubes. Two essure coils present in proximal right fallopian tube and left uterus cornu, benign endocervix with nabothian cyst, unremarkable ectocervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Essure lot number and explant date added. Product indication and implant date updated (case updated to incident). Previously reported ¿plaintiff has suffered injuries and complications as a result of implantation of the essure¿ was updated to pelvic pain. Events: abnormal bleeding (vaginal), menorrhagia, latex allergy, uti, migraines / headaches, anemia, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, amenorrhea and hair loss/losing hair in clumps were added. Medical history, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.